Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the lead migration is unknown at this time. The patient is scheduled for surgical intervention on (B)(6) 2020. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that there was a suspected psn migration, but the cause is unknown. Per the md yesterday (2020-jun-24), the surgery is still not scheduled. No further information was reported.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the rep did not have possession of the explanted ins as the customer refused to return it/their policy is to send it to pathology.

Manufacturer narrative:
Continuation of d11: product ID: 97702; lot# serial#: (B)(6); implanted: on (B)(6) 2020; product type: implantable neurostim ulator; product ID: 3708220; lot# serial#: (B)(6); implanted: on (B)(6) 2014; product type: extension; product ID: 3708220; lot# serial#: (B)(6); implanted: on (B)(6) 2014; product type: extension; product ID: 3888-56; lot#: va0374h; implanted: on (B)(6) 2014; product type: lead; product ID: 3708220; lot# serial#: (B)(6); implanted: on (B)(6) 2014; product type: extension; product ID: 3708220; lot# serial#: (B)(6); implanted: on (B)(6) 2014; product type: extension; product ID: 3888-56; lot#: va0bqek; implanted: on (B)(6) 2014; product type: lead; product ID: 3888-45; lot#: va0kat2; implanted: on (B)(6) 2014; product type: lead; product ID: 3888-45; lot#: va08q13; implanted: on (B)(6) 2014; product type: lead; product ID: 3888-56; lot#: va0374h; implanted: on (B)(6) 2014; product type: lead; product ID: 3888-56; lot#: va0bqek; implanted: on (B)(6) 2014; product type: lead; product ID: 3888-45; lot#: va0kat2; implanted: on (B)(6) 2014; product type: lead; product ID: 3888-45; lot#: va08q13; implanted: on (B)(6) 2014; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot#: va0374h, implanted: (B)(6) 2014, product type: lead. Product ID: 3708220, serial#: (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708220, serial#: (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3888-56, lot#: va0bqek, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot#: va0kat2, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot#: va08q13, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-56, lot#: va0374h, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-56, lot#: va0bqek, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot#: va0kat2, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-45, lot#: va08q13, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3888-56, serial/lot #: (B)(4), ubd: 20-sep-2016, UDI#: (B)(4). Product ID: 3888-56, serial/lot #:(B)(4), ubd: 21-aug-2017, UDI#: (B)(4). Product ID: 3888-45, serial/lot #: (B)(4), ubd: 28-may-2018, UDI#: (B)(4). Product ID: 3888-45, serial/lot #: (B)(4), ubd: 25-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the patient noticed a shocking sensation when the implantable neurostimulator was in use as well as a bulging at the site of one of the quad peripheral leads. There were no external contributing factors to the issue that the patient was aware of. The manufacturer representative interrogated the device at the time of the report, and it was determined that electrodes 0, 3, 6, and 7 were shown to have connection issues. The impedance check yielded the same 4 electrodes with impedances of greater than 10,000 ohms. The manufacturer representative was able to program around the four electrodes in question; however, the issue has not yet been resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on 2020-aug-05 reporting that during the surgical intervention the 2 quad leads and 1 extension were shown to still have connection and impedance issues even with the new battery that was being implanted. Due to that, the hcp chose to place a new octad lead and leave the old quad leads and extension in place. Those 3 components were abandoned and not in service. It was confirmed that all issues were resolved and the patient was receiving pain relief. No further complications were reported.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that electrodes 0, 3, 6 and were all greater than 10,000 ohms. The rep reported that the cause of the high impedances were unknown. The rep reported that they reprogrammed around the electrodes of concern, but the patient still experienced the shocking sensation. The rep suggested turning the 0-7 lead completely off. The rep reported that the cause of the bulging at one of the lead sites was unknown; the surgeon suspected pns lead migration. The rep reported that the physician was eventually planning a surgical intervention. The issue was not resolved. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 3888-56; lot#: va0374h; implanted: on (B)(6) 2014; product type: lead; product ID: 3708220; lot# serial#: (B)(6); implanted: on (B)(6) 2014; product type: extension; product ID: 3708220; lot# serial#: (B)(6); implanted: on (B)(6) 2014; product type: extension; product ID: 3888-56; lot#: va0bqek; implanted: on (B)(6) 2014; product type: lead; product ID: 3888-45; lot#: va0kat2; implanted: on (B)(6) 2014; product type: lead; product ID: 3888-45; lot#: va08q13 implanted: on (B)(6) 2014; product type: lead; product ID: 3888-56; lot#: va0374h; implanted: on (B)(6) 2014; product type: lead; product ID: 3888-56; lot#: va0bqek; implanted: on (B)(6) 2014; product type: lead; product ID: 3888-45; lot#: va0kat2; implanted: on (B)(6) 2014; product type: lead; product ID: 3888-45; lot#: va08q13; implanted: on (B)(6) 2014; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.